Event description:
During follow-up, episodes of oversensing were observed. Reprogramming is anticipated to resolve the event. The patient was stable with no adverse consequences. Related manufacturer reference: 2938836-2018-02400

Event description:
During follow-up, episodes of oversensing were observed. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences. (B)(4).